Event description:
On (B)(6) 2010, pt reported the piston rod on his infusion device stopped working and caused his blood glucose to become elevated. Pt stated 2 days ago, his blood glucose readings were over 500 mg/dl. Pt's normal blood glucose range is 120-180 mg/dl. Pt stated he was attempting to bolus to bring his readings down but they continued to be elevated. Pt reported when he would attempt to bolus, he could see that the piston rod was not moving or pushing insulin through the infusion tubing. Pt stated he would disconnect and nothing would come out. Pt reported the piston rod was stuck in the same position. Pt stated he switched to his backup infusion device on (B)(6) 2010. Pt reported when he started on the backup infusion device, his blood glucose reading was 460 mg/dl, he bolused 10.0 units of insulin and his readings immediately returned to normal. Pt stated his blood glucose was normal at 88 mg/dl this morning. Pt reported the infusion adapter has never been changed. Advised to change the adapter with every 10th cartridge change. Pt stated he does have an adapter he can change to. Pt reported he did not have any error messages. Had the pt retract the piston rod on the primary infusion device; the piston rod retracted completely. Had the pt adjust it forward. Pt reported when the piston rod got to 190 units, it stopped moving forward. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.